Event description:
The patient received a burn during electrotherapy treatment. The patient was being treated on the foot for an unspecified condition. The treatment was completed with no noted discomfort. Later, one burn appeared in the area of the treatment. Medical treatment was sought for the burn. The burn was classified as a third degree burn. The patient's progress was not impeded. This treatment was the patient's second treatment. The clinician applied the interferential waveform. The configuration was 2 pole, bipolar, constant current, at 400 hertz with a frequency of 50 to 100 mhz. The treatment time and intensity was not provided by the clinician. Electrodes measuring five by five inches were used for the treatment. The electrodes had been used one other time. The patient's skin was prepped with alcohol. Patient 1 of 2.

Event description:
The patient received a burn during electrotherapy treatment. The patient was being treated in the lumbar area for an unspecified condition. The treatment was interrupted due to discomfort. Later, one burn appeared in the area of the treatment. Medical treatment was sought for the burn. The burn was classified as a second degree burn. The patient's progress was not impeded. This treatment was the patient's fifth treatment. The clinician applied the interferential waveform. The configuration was 2 pole at 400 hertz with a frequency of 80 to 100 mhz. The treatment time and intensity was not provided by the clinician. Electrodes size used for the treatment is unknown. The electrodes had been used five other times. The patient's skin was prepped with alcohol. Patient 2 of 2.

Manufacturer narrative:
This device is for export only. Awaiting return and evaluation of the device. Once the evaluation is complete, the FDA MDR will be updated with the findings.

Manufacturer narrative:
This device is for export only. Awaiting return and evaluation of the device. Once the evaluation is complete, the FDA MDR will be updated with the findings.